Event description:
It was reported that during the procedure for treatment of stenosis, a xience v 2.5x12 was deployed in the proximal left circumflex artery (lcx). An attempt was made to advance a xience v 2.5x18 stent system in the left anterior descending artery; however, it became caught on the first xience v stent implanted in the lcx. Several attempts were made to advance the stent system, force was applied, and the shaft ultimately broke into two pieces. The entire stent system, guiding catheter, and guide wire were removed from the anatomy as a single unit. Upon retrieval, it was noted that the stent was loose on the balloon. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted the tip length and stent implant outer diameters met manufacturing criteria. The stent implant was stationary on the tightly folded balloon between the markers, thus the reported loose stent was not confirmed. There was contrast on the shaft and blood in the guide wire lumen. This is consistent with preparation and use inside the body. Additionally, there was blood in the inflation lumen, which is related to the reported hypotube separation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents; and is typically not associated with a product quality deficiency. Reportedly, an attempt was made to cross the previously placed stent. It should be noted that the xience v instructions for use (IFU) cautions that when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Analysis also noted the distal end of the stent had a bent and flared strut. Since there was no report of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported difficulties. The stent likely became damaged as it interacted with the previously implanted stent and /or the patient anatomy during the attempt to cross. It was confirmed that the hypotube and jacket material were separated proximal to the guide wire exit notch and the proximal separated portion was not returned. The fracture face was oval shaped as if kinked prior to separating and the jacket material was stretched. This type of failure is often attributed to ductile overload at a bend. There was also a bend and two kinks in the hypotube noted. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. Reportedly, force was used in the several attempts to cross and thus, the shaft most likely kinked as a result and further manipulation of the shaft would have contributed to the shaft separation. The IFU cautions that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The reported loose stent was not confirmed; however, the failure to cross, stent damage, shaft separation, and subsequent kinks and bend, appear to be related to operational context. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for stent damage, stent placement and kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity and stent dislodgement force.